Manufacturer narrative:
While a definitive root cause cannot be established, the probable root cause is attributed to the carriage fan in the usm. Failure analysis confirmed the issue via log review; however, in-house testing was unable to replicate the reported issue. This issue can be resolved by replacing usm.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Isi did receive the universal surgical manipulator (usm) and performed the failure analysis. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto our golden system with no errors or faults triggered related to the reported problem. The usm passed all patient side cart fixture test platform (pftp) tests and was able to drive instruments on the system with no issues. The field log shows 32101 being reported by the acc and the p2 value = 32. This error code correlates to the external carriage fan. The carriage cover was opened up and found a small spec of plastic residue by the carriage fan. The carriage fan and connector looked physically intact. Based on these findings, failure analysis identifies that the carriage fan to be the potential root cause of the reported event.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) to correct the issue. The system was tested and verified as ready for use. Isi did not receive the product involved with this complaint to perform failure analysis.

Event description:
It was reported that prior to start of a da vinci-assisted surgical procedure, the customer contacted the technical support engineer (tse) and reported that errors were noted on universal surgical manipulator (usm) 1. The customer recovered from the fault, and the system was running with no issues at the time of the report. System logs were cleared following a power cycle, but historic logs indicated the presence of 32101 and 1007 errors on usm1. There was no patient involvement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter said the error was noted prior to start of procedure, and the customer did not use arm 1 for the procedure because of the issue.